Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing a running stitch during a coronary artery bypass graft/valve replacement, the thread of the device broke. The surgeon used another suture to resolve the issue. There was no patient injury.